Event description:
It was reported that the pump battery could not be charged. Reportedly, the customer was using a computer usb port instead of a tandem-provided wall adapter in conjunction with a tandem-provided charging cable to charge the pump. There was no adverse impact to the customer's blood glucose. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.